Event description:
The event is reported as: alleged issue: the surgeon attempted to use the weck efx closure device during pt eval. During the first case the suture passer bent and missed the channel as it was passing suture through the fascia. The passer bent at a 90 degree angle and could not be removed from the pt's abdominal wall. The surgeon attempted to straighten the passer with a grasper in order to dislodge it from the pt. At that point the passer tip snapped and fell into the abdominal cavity. The surgeon was able to retrieve the piece and then was able to remove the passer from the pt. No pt injury reported. Pt current condition is fine.

Manufacturer narrative:
Sample received by MFR, but investigation is incomplete at time of this report.